Manufacturer narrative:
The device was returned for inspection. Based on the results of the investigation and the information provided it is likely due to some kind of degradation problem. However, the root cause of the insulation failure could not be determined. The most likely cause is a time-related deterioration. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
The endoscope sheath was returned to the service center with a report of water leakage. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection it was found the device, ceramic head (insulation) was worn. There was no patient involvement.